Event description:
The (B)(6), reported to stryker raqa (B)(4) that they received an electronic adverse incident report from a patient explaining that the shaft of the device had fractured whilst implanted. The (B)(6) reported that the device fractured on (B)(6) 2012 but the revision procedure took place on (B)(6) 2013.

Manufacturer narrative:
The product was not returned. An event regarding stem fracture involving an exeter device was reported. The event was not confirmed. The exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, follow up information, x-rays or product for this surgery available to complete the investigation for establishing root cause.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
(B)(6) reported to stryker (B)(4) that they received an electronic adverse incident report from a patient explaining that the shaft of the device had fractured whilst implanted. (B)(6) reported that the device fractured on (B)(6) 2012 but the revision procedure took place on (B)(6) 2013.